Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During the shift check, the customer reported the three fully charged autopulse li-ion batteries (sn (B)(4), sn (B)(4), and sn (B)(4) did not power on the autopulse platform. Later, the customer tested one of the battery in the autopulse multi-chemistry battery charger (mcc). The mcc displayed an amber light, indicating that the battery is in the conditioning test cycle. No further information was provided. No patient involvement. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery 1 of 3 (sn (B)(4). MFR # (B)(4) for the autopulse li-ion battery 2 of 3 (sn (B)(4).

Manufacturer narrative:
The customer reported a complaint that "the fully charged autopulse li-ion battery (B)(6) would not power on autopulse platform" was not confirmed during the functional testing and archive review. The customer reported complaint was not reproduced during the functional testing of the returned battery.no device malfunction was observed, and the battery functioned as intended. Upon visual inspection, no physical damage was observed. A review of the battery archive did not show any errors in the entire archive log. During functional testing, the autopulse li-ion battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds of the battery showed four green lights after successful charging. The platform was tested with the battery (sn 08971) and the battery performed as intended.